Manufacturer narrative:
Events after needle dislodgement based on the investigation by (B)(4): estimated blood loss to the pt was more than 275cc. Ems was called and they informed the clinical manager that the pt's blood pressure had dropped while in ambulance. Pt was sent to hospital and was administered fluids in the emergency room and discharged to her nursing home the same day. From reserve sample eval and device history record review, there was no abnormality found and the complaint lot met qa specifications prior to releasing it into the market. There was no reported malfunction on the needle itself. Based on the info provided by the clinical manager, the needle dislodgement occurred 15 minutes prior to completion of dialysis treatment. The pt was restless, confused and fussing with her lines. She was able to move around enough to pull out the needles. The dislodgement occurred when the pt who suffers from dementia was confused and pulled out both the needles. Thus no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Jmss will continue to maintain good quality of our products that are delivered to customers. Eval of complaint investigation results: based on eval results of the investigation carried out, cause of the reported event was unlikely to be related to jmss as the manufacturing process was within control, the product was found to be within specification and it met all the qa outgoing inspection criteria prior releasing it into the market. Corrective action: no corrective action is applicable as the reported claim is not applicable to jmss design and manufacturing process. Additional info from the importer: brand name: jms a.v. Fistula needle set, device name: wingeater 16gax1" backeye 30cm w/clamp, (B)(4).

Event description:
Facility reported: "pt dislodged both of her avf needles 15 minutes prior to end of her dialysis treatment. The pt had pulled her tape that secured her needles. The arterial needle was backed out (not completely, still with tape over the needle). Venous needle was completely out but taped to her arm. No one heard audible alarm from machine. There was significant blood loss."